Event description:
It was reported that the patient worked in health care and was working with a person with a defective ICD. The defibrillator discharged at 6 joules while the patient was in contact with the person. Following the event the patient's symptoms remained the same, however, she experienced uncomfortable surges with stimulation on. The surges did not occur when the ins was off. Despite a normal interrogation, the ins and lead were replaced. Following the replacement the patient's system was working well with no issues.

Manufacturer narrative:
Analysis of the neurostimulator model 3023, serial (B)(4) found no anomaly. The neurostimulator functioned normally during a long-term monitor test. Analysis of the extension model 3095-10, serial (B)(4) found no anomaly. Lead model 3889-28, lot # j0427663v, implanted: (B)(6) 2004, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005; programmer model 3031a, serial # (B)(4).